Event description:
A physician reported left side "capsular contracture-baker grade I", "lymphadenopathy", "small radial folds". Device has been explanted and replaced.

Manufacturer narrative:
Patient date of birth: (B)(6) 1990. Initial reporter phone number: (B)(6) ; (B)(6). (B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade I, lymphadenopathy, rupture on the contralateral side.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: - capsular contracture: unable to observe as it is a medical event that is not related to the device. - lymphadenopathy: unable to observe as it is a medical event that is not related to the device. - crease folding of implant: not observed. Additional observations: - red and yellow particles on the surface of the shell. It is not possible to determine the lot number or catalog through the photos provided. Additional, changed, and/or corrected data: h6.

Event description:
.A physcian reported left side "capsular contracture-baker grade I", "lymphadenopathy", "small radial folds". Device has been explanted and replaced.